Event description:
It was reported that the patient had inflatable penile prosthesis (ipp) placement in (B)(6) 2017 that failed to inflate after six weeks of implantation. During post-op visit, the doctor tried to inflate the implant, but the pump failed to even partially inflate after multiple attempts. In addition to that, the patients unhealed surgical incision had blood and pus discharge due to infection. The patient was put on antibiotics and sent home. Post-surgical recovery was difficult and painful because walking with infected and swollen scrotum produced significant pain as it rubbed against his thighs with each step. The patient placed ice packs on his groin and testicles in attempt to reduce the swelling and pain. The patient developed lumps along the incision line which remained painful to touch for months. The patient reached out to plastic surgeon to have the problem corrected, but he was told to wait a year for the wound to heal. On (B)(6) 2017, the patient was prescribed another dose of antibiotics after exhausting the first course because he was still in severe pain with the infection. On (B)(6) 2017, the entire ams 700 cx was removed and replaced with the ams 700 lgx. The explanted ipp pump was determined to be the defective component. It displayed no exterior damage and was returned to boston scientific on december 29, 2017 by the undersigned via certified return receipt mail. No further complications were reported in relation to this event.